Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a damaged blue port. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the front end pcb, upgraded software to b.17, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) stated that the installed front end board due to blue port damaged as per complaint report (B)(4) performed calibrations and upgraded software to b.17 preformed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use. Activity: equi functional cleared for customer use. The national repair center installed the pcb, front end, rohs serial number into the cardiosave test fixture serial number and tested the board to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision n. The nrc verified the failure of the blue receptacle being damaged. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The blue connector j6 is defective. The board failed testing. Retaining the board in the nrc per procedure number (B)(4).

Event description:
N/a.